Event description:
A nursing tech reported that they had removed the cataract and implanted the intraocular lens (iol), when the system displayed a message. They attempted troubleshooting by rebooting the system and exchanging the cassette. These efforts were not successful, so another system was brought in. The surgery was completed after a delay of approx 10 - 15 mins, and there was no pt harm.

Manufacturer narrative:
The company rep examined the system and confirmed the customer reported system messages (sm) related to vacuum check. The company rep replaced the fluidics module to address the issue. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).